Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-0148919 and CAPA-010215.

Manufacturer narrative:
Date of event: unknown, not provided; best estimate between (B)(6) 2017 to (B)(6) 2018. If explanted, give date: iol remains implanted. (B)(4). Attempt was made to obtain additional information; however, to date a response has not been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a zxt150 16.5 diopter intraocular lens (iol) was implanted in the patient's right eye (od) on (B)(6) 2017. Reportedly, the patient is not happy with the current implant and is looking to have an iol exchange with a different doctor. No additional information was provided.

Manufacturer narrative:
As a result of follow up additional information was provided; the planned explant was performed and the replacement lens was a zxr00 17.0 diopter. Patient is doing good and is scheduled for a yag following posterior capsular opacification in (B)(6) 2019. If explanted; give date: (B)(6) 2018. (B)(4). Product testing could not be performed because the product was not returned. The customer''s reported complaint could not be confirmed. During the manufacturing record review of the production order for this serial number, no product deficiency was identified. The documentation shows that the production order was manufactured according to specifications. A search of complaints revealed no similar complaints have been received for this production order number. The directions for use (dfu) were reviewed. The dfu adequately provides instructions, precautions, and warnings for the proper use and handling of the product. As a result of the investigation there is no indication of a product quality deficiency. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.